Event description:
It was reported that patient was experiencing high impedance on one of their leads. The patient underwent surgical intervention on (B)(6) 2023 wherein the patients impeded lead was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated. The lead was explanted and replaced due to high impedance. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI:(B)(4), serial: (B)(4), batch: a000094658.